Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that sensor signal was not received. When sensor was removed, it was found that sensor cannula was almost missing. Customer's blood glucose was unknown.

Manufacturer narrative:
Sensor performed visual inspection and found sensor cannula retracted inside sensor base and found no broken cannula during analysis. Also performed visual inspection and found insertion needle bent inside the needle housing. Unable to confirm customer received sensor in said condition due to customer returned opened/used.